Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that during setup for impella support, automated impella controller (aic) experienced priming problem. Team stated that the automated impella controller (aic) would not move past the spike purge fluid bag screen. The cassette and circular reservoir were plugged in correctly. There appeared to be no fluid moving through the tubing. Staff noted that the priming process was louder than normal on the console. Several attempts were made to correct the issue; priming stopped, unplugged all pieces and restarted the console. After the second failure, team moved to a different console and there were no issues. Case proceeded without complication.